Event description:
It was reported that a patient underwent a back surgery procedure and topical skin adhesive was used. The patient developed a skin infection that required treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.